Event description:
The marksman catheter tip sheared during procedure. After completion of a cerebral angiogram and thrombectomy when the marksman catheter was removed, it was noted that the tip had sheared. It was removed intact with no complications to the patient. Manufacturer response for catheter, continuous flush, marksman (per site reporter). The rep is aware and plans to pick up the device.